Event description:
Customer reported, the insulin pump was alarming during manual prime and also had a motor error alarm. Customer's blood glucose was 151 mg/dl. The device was not dropped or bumped prior to alarm occurring during manual prime. The drive support cap was reported normal and customer does not recall pressing the cap. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump passed the displacement test and the rewind. No motor error alarm was noted. The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a faulty force sensor resistor. The functional testing could not be completed due to the prime anomaly. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, broken belt clip slot, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.